Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that on (B)(6), a biopsy procedure was performed with a brevera system, and during the procedure, the unit did not work. The patient required to be punctured twice and the system did not work correctly. The procedure has to be aborted and the patient was rescheduled for another procedure. A field engineer examined the device and suspected a bad drive. The filed engineer replaced the bad driver with new and tested to ensure proper operation. Unit was operating properly to manufacturer specifications and customer satisfaction. No additional information available.